Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 11th august 2010 and performed to specification, alongside random manual power ons, up to the 22nd june 2014. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between the 26th june 2014 and the last log entry on the 14th july 2016. The pad-pak became depleted and further pad-paks were installed. Investigation found the fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.